Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a debri found in channel when borescope was used. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, tear marks were found in the instrument channel and is presumed to be associated with the report of debris inside the channel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.